Manufacturer narrative:
Correction: date a medtronic representative was initially made aware of reported issue is (B)(6) 2017. The reported event date on the initial MDR of (B)(6) 2017 was correct as the medtronic representative was not present during the procedure.

Manufacturer narrative:
A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.

Manufacturer narrative:
Patient information was unavailable as it was declined by the physician. No UDI, procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported on behalf of the site that navigation system became unresponsive during a brain tumor resection. The computer was restarted with resolution but became unresponsive again two hours later and was restarted again which resolved the issue again. The procedure was completed with the use of the navigation system. There was a reported delay to the procedure was 20 minutes due to this issue. There was no impact on patient outcome.